Manufacturer narrative:
Date of initial report: 2017-07-31. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of a nephrectomy procedure, the purple button was found to have detached within the package. A new device was used to continue the procedure, and there was no patient involvement.